Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter or other sample leakage from the sheath. The following information was provided by the initial reporter. The customer stated: it was reported that the sheath covering leaks. When the needles are attached to the vacutainer and a tube is inserted, the tube fills, but on removal the sheath covering the tube needle leaks the lab has brought me nearly about 8 boxes to my office.

Manufacturer narrative:
H6: investigation summary one shelf pack (48 units) of customer samples were received for evaluation. 10 of the samples were subjected to a sleeve function test to test for sleeve leakage and the customer's indicated failure mode of sleeve leakage was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to duplicate/confirm the customer¿s reported failure from the customer samples testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter or other sample leakage from the sheath. The following information was provided by the initial reporter. The customer stated: it was reported that the sheath covering leaks. When the needles are attached to the vacutainer and a tube is inserted, the tube fills, but on removal the sheath covering the tube needle leaks the lab has brought me nearly about 8 boxes to my office.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.